Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via telephone call that the insulin pump alarmed for no delivery and that the blood glucose ran high and could not be lowered without manual injections. The blood glucose reading was 409 mg/dl. After changing the set several times, the caller noted that the rewind would stop half way and that the prime was not successful. The alarm had not occurred during the manual prime and the caller stated that it was resolved with a set change. The insulin pump was not returned for analysis.